Event description:
It was reported that the patient with this left ventricular (lv) lead experienced blood loss or hemorrhage secondary to lead slack attributed to tricuspid regurgitation. This lv lead remains in service. No additional adverse patient effects were reported.